Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver unknown morphine with a concentration of "8" and dose of "0.5", bupivacaine with a concentration of "28mg" and dose of "1.7mg", and clonidine with a concentration of "150mg" and dose of "9.38mcg". It was reported that a pump replacement occurred for normal end of service on (B)(6) 2022. During the surgery, the hcp could not aspirate the catheter. It was noted that the "purple needle" from the pump kit was used. The hcp then used a 25 gauge needle directly into the catheter. Upon cutting it, he still could not aspirate. The hcp then replaced the catheter and had great intrathecal flow with the new catheter. There were no patient symptoms related to the issue. Environmental, external, or patient factors that may have led or contributed to the issue was stated as "mom know". It was noted that the catheter would not be returned to the manufacturer, as it was destroyed upon explant. The hcp cut the catheter multiple times as he was removing it. At the time of the report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was asked but was unknown. The patient's medical history was asked but would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009 explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a company representative (rep) reported the end of service pump was discarded and it was unknown what was wrong with the catheter. Additionally the report of "mom know" was clarified to be a typo.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.